Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v amf3434c150tu, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a ruptured 80mm diameter thoracic aortic aneurysm. It was reported that on CT four days later a type iii separation endoleak was observed between the proximal and distal stent graft. Another valiant stent graft was placed over the junction to resolve the endoleak one week later. As per the physician, the cause of the event was anatomy related due to the distal stent graft landing on extremely tortuous anatomy. No additional clinical sequelae were reported and the patient is fine.